Manufacturer narrative:
A review of the complaint revealed that on day 1 the patient¿s device indicated connectivity issues by rapidly flashing an orange light from the square and triangle on the gateway device. The patient contacted customer care to report the issue. Troubleshooting was conducted, and a replacement device was shipped on the same day. The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for 1 day of the 14-day prescribed wear period. Irhythm became aware of the arrhythmia while preparing the final report and notified the hcp on day 8. The investigation concluded that the arrhythmia was not transmitted during wear due to a low battery in the gateway; however, it was discovered during post wear processing. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation concluded that the arrhythmia was not transmitted during wear due to a low battery in the gateway. Irhythm notified the healthcare provider (hcp) of the patient¿s arrythmia via final report. No adverse events, such as death or serious injury, are known to have occurred.